Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problems (constant alarms; water damage) have been confirmed. Upon evaluation corrosion was discovered on the lcd, c/a, defibrillator and auxiliary boards. The cause for the corrosion was likely liquid ingress within the monitor. The root cause for the liquid ingress cannot be positively determined. No adverse event resulted from the corroded boards. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her device would not stop alarming. She also stated she "can't see the screen because there [was] moisture trapped under the screen." The patient was issued a replacement monitor.